Event description:
Reporter called to state her mother received a recall letter from (B)(6) pharmacy. She states her mother has been using this device since 2024. The patients device regularly shows error code "e5" and sometimes shows no reading at all. No adverse events noted.